Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and autoimmune disorder symptoms including anxiety, fatigue, joint pain, autoimmune symptoms, fibromyalgia, dizziness, muscle pain, memory loss, hair loss, heart palpitations, depression, mood swings, brain fog, and frequent urination. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 420cc mentor smooth round high profile implants on both sides and experienced bilateral capsular contracture; baker grade IV, and autoimmune disorder symptoms including anxiety, fatigue, joint pain, autoimmune symptoms, fibromyalgia, dizziness, muscle pain, memory loss, hair loss, heart palpitations, depression, mood swings, brain fog, and frequent urination postoperatively. As a result, the devices were explanted on (B)(6) 2020. Patient reported improvement in symptoms after explantation. This report is for the patient¿s left-sided device.